Event description:
While sitting upright for a chest x-ray, the needle on the manometer went to -10cmh20 and stuck there. The ventilator failed to cycle, with no alarms or visual displays lit. Rn in room and began to manually ventilate pt. No pt injury noted. Placed pt on new ventilator.

Manufacturer narrative:
Lab results: installed control pcb and control panel into test fixture. Unit passes all diagnostic tests. Unit placed into environmental chamber and subjected to 40 c and 10 c with no failures. Unable to duplicate the failure observed by the suctomer.